Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned for inspection. Consequently, the investigation was unable to confirm the user's reported failure. Based on the results of the investigation, the cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a lamp error message was displayed on the video system center; changing the bulb did not work. The issue occurred during preparation for use. There were no reports of patient harm.